Event description:
It was reported that the marker tip that sheared off. The tip was left in the patient's breast. A second marker was used to finish the case. No consequence was reported.

Manufacturer narrative:
Clear tip sheared at distal tip. Eval summary - the analysis results of the applier b found that the tip of the introducer tube was sheared off at the distal end, and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a corrective action has been initiated to address the root cause of the finding. A potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. No conclusion could be reached based on the analysis results as to why the applier a reportedly malfunctioned during surgery. During evaluation, the applier was returned with the collagen plug already deployed and with the introducer tube bent at the distal end but not sheared off. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.